Manufacturer narrative:
Final analysis - loss of sensing; mechanism - hybird anomaly; component - hybrid.

Event description:
Information received from the field notes that during trans- telephonic follow-up, the device appeared to be pacing asyn- chr onously. When the patient was brought in for evaluation, asynchronous pacing continued. The ECG iindicated that the device was in noise response with the refractory period extending the full pacing interval. Attempts to reprogram the device did not restore normal function. Subsequently, the device was replaced.